Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: inner shaft (03.812.003, unk) was returned at us customer quality (cq). Upon visual inspection it was observed that received inner shaft was received assembled with applicat out shaft . Functional test: functional testing of the received device was performed at cq. It was observed that applicator inner shaft was stuck inside the outer shaft and was unable to disassemble as intended to. Can the complaint be replicated with the returned device(s)? Yes dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage document/specification review: the following document(s) was reviewed: applicator inner shaft cpl: current revision since the exact manufactured date of the device was not identified, the current revision of drawings was only reviewed applicator handle cpl: current and manufactured revisions no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint can be confirmed for applicat inner shaft. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown insertion instruments: spine-us/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, at the distal tip there were markings that made it difficult to insert the inner shaft and trial implant. The alignment guide had a defect in the distal part and the cement cannula would not go through it. The issue was identified during pre-op. Another product was used to complete the surgery. There was no reported surgical delay. This report involves one (1) unknown insertion instruments: spine-us. This is report 3 of 3 for (B)(4).